Event description:
It was reported that the pt underwent surgery for implant of spinal fixation. Post-op x-rays showed the screws were backing out. The pt underwent a revision surgery. The screws were removed.

Manufacturer narrative:
The specific lot # of the screw that backed out was not identified, therefore, the manufacturer is unable to determine the lot number of the suspect device (for the lot numbers of the screws that were removed). No product was returned for eval. Review of the x-rays could not confirm the screw back out. The quality of the x-rays was fair.